Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci si throat surgical procedure for sleep apnea on (B)(6) 2012. The patient reportedly developed cognitive issues, worsened depression, problems with eating and choking, and food tasted tasteless following the surgical procedure. No other information was provided.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. In addition, no previous complaint was reported related to this event. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report, no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si throat surgical procedure.